Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages when attempting to load multiple cartridges. The customer reported blood glucose level was in the 300's (mg/dl). The customer used manual injections to address bg level. It was confirmed that the customer had manual injections as alternate insulin therapy.